Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet bionic pancreas, with review of device reports indicating that meals were not being announced, leading to hyperglycemia followed by corrective dosing and subsequent hypoglycemia; prior behavior included announcing meals during hypoglycemia, which prolonged low events. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting regarding appropriate meal announcement and timing of carbohydrate intake. Investigation included review of device data and user counseling. Investigation of this case revealed no device malfunction, with contributing factors related to user interaction and dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-related factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.